Event description:
The customer contact reported the pump did not deliver. The pump was returned to the purchasing department with an unsigned note that stated, "will not run on secondary, keeps going back to primary." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the pump for eval. If the device is received, a follow-up report will be submitted. The pump was not returned to hospira for testing and investigation; therefore, attribution of the issue to the pump could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).